Event description:
It was reported that the patient underwent a posterolateral fusion at l4-5 using bmp2_acs. In 2011, patient was diagnosed with chronic pain in his back and legs. As a result, patient has required extensive medical treatment.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: the patient presented with l5-s1 spondylosis, l5-s1 spondylolisthesis and l5-s1 severe neural foraminal stenosis and un derwent right-sided transpedicular decompression with complete facectomy, l5-s1, l5-s1 non-segmental instrumentation, l5-s1 posterolateral fusion and iliac bone marrow aspirate. As per-op notes, morselized autograft, morselized allograft, bone morphogenic protein and iliac bone marrow aspirate obtained from right iliac crest via jamshidi needle were placed in the posterolateral gutters for fusion from l5-s1. The patient awoke from general anesthesia in stable neurologic hemodynamic condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.